Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2022 and (B)(6) 2023 recorded an initially stable pacing impedance of 400 ohms with a sharp increase to 1,000 ohms in (B)(6) 2023 and since then fluctuating between 400 ohms and 1,100 ohms until the end of recording period. Besides that, a fluctuating shock impedance between 80 ohms and 90 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 128 months, oversensing on the ventricular channel was observed via homemonitoring. The lead was capped. No adverse patient events were reported. Should additional information be received, this file will be update.